Manufacturer narrative:
(B)(4). Additional information requested and received: how was the bleeding identified: second operation performed. Bleeder clipped; what were the symptoms that warranted a review: low hemoglobin count; what did the review consist of: re-op to investigate; where on the staple line was the oozing noted: small pulsing arterial bleed higher on staple line towards esophagus. Bleed noted in center of reload length, not at a staple reload overlap point. Also patient did need 2 blood transfusions; what color cartridges were used: blue at this point; was buttressing material used: yes seamguard; were there any staple formation issues noted in primary procedure: none; what is the current patient status: after bleeder clipped, patient fine with 24 hours.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the first or second firing of the first device the surgeon applied er420 clips over the staple line to reduce the amount of bleeding. The patient was closed and two days after the procedure the patient developed symptoms that warranted a review. It was discovered that the staple line was oozing.